Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the cuvette wash station probe 1 malfunction, cuvette overflow and they received 10 cuvettes fails water blank errors on unicel dxc 800 pro synchron clinical systems. There is no indication that any personnel were exposed to chemical or bio-hazardous material.

Manufacturer narrative:
Customer had changed one of the wash aspirate probes. A field service engineer (fse) was dispatched: the fse checked the wash probes, blew water and air through one of them that was partially blocked. The fse cleaned the three cuvettes that had failed blank. The fse primed the instrument and the cuvette wash was working fine.